Manufacturer narrative:
The customer reported lower than expected results obtained from a biorad (lot 1006900) % a1c level 3 quality control fluid tested using vitros hba1c reagent on a vitros 5600 integrated system. The assignable cause was an unknown issue with a single vitros hba1c lot 1539-47-3441 reagent pack in use at the time of the event. The product health and monitoring (phm) investigator reviewed pre-event biorad qc performance, global complaint database records, and ongoing product tracking and trending. This review did not identify evidence of a systemic issue or indicate that vitros hba1c lot 1539-47-3441 contributed to the event. Review of e-connectivity data indicated the qc shift occurred after the laboratory changed to an alternate vitros hba1c reagent pack from the same lot. Information regarding the age and handling of this pack was not available, and the investigation concluded the low biorad qc was due to an unknown issue specific to a single reagent pack. The customer subsequently depleted the hba1c lot and will transition to a new vitros hba1c reagent lot. There was no indication of an instrument malfunction as all other assays processed on this vitros 5600 analyzer were performing as expected. In addition, the issue only started when the lab began using a new hba1c reagent pack.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected results obtained from a biorad (lot 1006900) %a1c level 3 quality control fluid tested using vitros hba1c reagent on a vitros 5600 integrated system. Biorad level 3 = 9.25859, 10.3176, 10.3872 versus peer mean = 11.78 (ngsp units = %) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros hba1c results were obtained from a quality control fluid. The customer did not run vitros hba1c patient testing as the qc was unacceptable. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 613994.